Event description:
Reporter had lasik surgery on both eyes and vision has decreased instead of improving. Vision before was 20/50-2, and now is 20/100 with no night vision. This was attributed to retinopathy of prematurity per procedure performing surgeon. Reporter had evaluation of retina prior to and after procedure. He was given the "ok" to go ahead with the procedure. Reporter not sure if device malfunctioned or it was procedural error.